Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail 20/2.0 mm balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the 1st diagonal branch of the left anterior descending coronory artery. The physician used a medkit introducer sheath for vascular access, a bmw guidewire and a britetip guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.